Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.0/3.0/092 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Reportedly, "the surgeon found out there are lens fragment sticking to the ticl lens, " and "the fragment was removed and the surgery was done." The problem was resolved. Cause of event is reported as the device.

Manufacturer narrative:
Pt information: unk. Work order search found no similar complaints. (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
B1: corrected to: product problem (e.g., defects/malfunction) in the initial MDR. B2: required intervention to prevent permanent impairment/damage should be removed from the initial MDR. Claim #(B)(4).